Event description:
Long-term pain management patient given a urinalysis. Results including an apparent false positive for cocaine. Patient requested retest. Physician refused to retest. Patient was told there were no false positives. Patient has hepatitis c and was prescribed a sublingual vitamin b complex and lidocaine patches, all of which may result in inconclusive or false results for cocaine, but physician would not retest, regardless. Physician called co which reiterated same results. Physician told patient there was no recourse except to go to drug rehabilitation for a problem he does not have. When patient said he would not go to rehabilitation for a problem he did not have, physician immediately stopped treatment without providing referral to any other pain management physician and without assisting the patient with withdrawal from high dose of methadone, despite the fact that it is not advisable to stop this medication without stepping down dosage gradually. Incidentally, patient was not informed prior to the results being given that the testing might result in being removed from treatment - no informed consent. Specimen was provided in the office, but no instructions were given for clean catch methods. Specimen was given to the office manager in the physician's office. The office is known for poor maintenance of records, results and reports. Diagnosis or reason for use: analysis of adherence to current pain management.